Event description:
The customer reported that while the unit was in use on a patient during transport, the unit generated a "system failure" alarm, followed by two "electrical test fails code #39" (comm hc11 failed to interrupt 6809 and/or 68020 cpus) alarms. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the main board ((B)(4)) and the iab datasette assembly ((B)(4)) and the 020 datasette assembly ((B)(4)) were replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.